Event description:
As reported by the field, during the removal from the dispenser hoop, the stent of an enterprise2 4mmx16mm no tip intracranial stent (encr401600, 8028686) prematurely detached. The physician switched to a new stent to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no excessive force applied to remove the device from the hoop. There were no packaging issues. The device was stored and prepped as per the instructions for use (IFU).

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which it was noted that the stent is separated from the delivery system and remain partially inside the introducer tube, no damages were able to be noted on it. The distal tip of the delivery wire was shown, and it was noted in good condition. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8028686. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding a stent premature detachment when removing from the hoop was confirmed based on the detachment condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated section on this medwatch report: b4, d9, g3, g6, h2, h3 h6 and h10. Complaint conclusion: as reported by the field, during the removal from the dispenser hoop, the stent of an enterprise2 4mmx16mm no tip intracranial stent ((B)(6)) prematurely detached. The physician switched to a new stent to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no excessive force applied to remove the device from the hoop. There were no packaging issues. The device was stored and prepped as per the instructions for use (IFU). One picture was attached to the complaint file in which it was noted that the stent is separated from the delivery system and remains partially inside the introducer tube; no damages were able to be noted on it. The distal tip of the delivery wire was shown, and it was noted to be in good condition. A non-sterile enterprise2 4mmx16mm no tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent component was found already detached. The introducer was not returned for evaluation. No appearance of damages were noted on the delivery wire. The position of the stent within the introducer, as captured in the photo provided, suggests that the introducer was moved without the delivery wire. The stent was inspected under magnification, and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. The distance between the delivery wire tip and reference marker was measured and it was confirmed to be within specifications. Lake region medical reviewed the device history records relative to the manufacturing, inspecting, and packaging of lot 8028686. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issues regarding a stent body being detached prematurely was confirmed since the stent was noted to be already detached. With the limited information available, a conclusive cause cannot be determined, however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ carefully place the dispenser hoop into the sterile field. ¿ remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.